Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1997, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was not working. The patient thought that the ins was dead. The patient saw a ¿call your doctor¿ icon on the patient programmer. The patient did not remember the code that appeared with the ¿call your doctor¿ icon. The patient first noticed this in october, but she had been sick and had not gotten around to taking care of it until now.